Manufacturer narrative:
A hole was found in the exposed portion of the soft cannula and fluid was seen exiting the hole. The cause and timing if the damage could not be conclusively determined.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl while wearing the pod between 4 and 24 hours on the arm. The ketones were negative.